Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Faraj, a., webb, j., (1997) early complications of spinal pedicle screw eur spine j, volume 6, pages 324-326. This report is for an unknown uss system/unknown quantity/unknown lot. Additional device product codes: mni, mnh, kwp and kwq. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: faraj, a., webb, j., (1997) early complications of spinal pedicle screw eur spine j, volume 6, pages 324-326. The purpose of this study was to evaluate the safety of using pedicle screws in spinal surgery. The factors evaluated in this study included operative time, intra-operative complications and, pedicle size and orientation. This was a prospective cohort study of 91 consecutive patients with spinal pathology who were treated by one surgical team between november 1993 and december 1994. The spinal pathology included scoliosis (34 patients), degenerative lower lumbar spinal disease (25 patients), neoplastic spinal disease 911 patients), thoracic kyphosis (8 patients), lumbo-sacral spondylisthesis (3 patients), and osteomyelitis (3 patients). The ao universal spine system screw (synthes) was used as the implants in this study. Intraoperative radiographs of the spine were used in all cases to check the direction of insertion of the screw in relation to the pedicle. Of the 648 ao universal pedicle screws implanted, 140 were implanted in the thoracic spine, and 508 were implanted in the lumbar spine. This report refers to the following complications: deep wound infections (5 cases); (1) patient had screw misplacement with nerve impingement that resolved without intervention, (1) patient had two pedicles fractured intraoperatively during correction of a severe deformity of the spine. This report is 1 of 5 for (B)(4). This report is for unknown uss system.ch.